Event description:
It is reported that on 4 incidents they have found to have the temperature probe at the canister migrated out while in use ventilating a patient and volume loss was realized. It is reported that at each incident the ventilator alarm for low volume delivery operated as it should and alerted the nursing staff who could not find the leak and called respiratory care. It is reported that the cause of the leak was discovered, the temperature probe re-inserted and the situation was corrected. It was reported that there was patient desaturation and proper measures were taken at the bedside by nursing and respiratory care and ther was no patient injury noted in any of the 4 incidents. No patient harm reported or medical intervention was required.